Event description:
During the procedure, while surgeon was utilizing the device, the jaws failed to open after use. It is unknown whether the jaws were closed on tissue. The device was removed from the field, and a new device was obtained. It is unknown whether the new device was of the same or a different lot. There were no adverse affects to the patient.======================manufacturer response for surgical sealer/divider, ligasure impact (per site reporter).======================reprocessor wants device.